Manufacturer narrative:
One device was returned for evaluation. During a visual inspection, a crack was identified in a female luer of the manifold. A syringe was attached to the luer and fluid was injected into the manifold. Leaking was observed from the crack. The complaint was confirmed. The root cause is attributed to misuse by the end user. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
The affected device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a cardiac angiography a crack was found in the manifold which allowed air to be injected into the patient. The manifold was replaced when the crack was discovered. No patient harm or injury was reported.